Event description:
The customer reported the generation of erroneously high sodium (na) and chloride (cl) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is: (B)(4).